Event description:
The customer reported that the patient connector would not connect properly with the titanium adapter when the customer changed the transfer set. There was patient involvement; no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.